Event description:
International customer reported that there was a bloodstained fluid leaking from between the device y-connector and reservoir. No further information was provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation, will be submitted in a supplemental 3500a form.